Event description:
During product evaluation by a baxter service technician, a flogard volumetric infusion pump was found to have missing segments on the display. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. (B)(4). The cause was identified to be a defective diplay printed circuit board.¿ to correct this condition the display printed circuit board was replaced. If any additional information is received, a follow-up will be sent.